Event description:
It was reported that the single use aspiration needle had an issue, "the fluid comes out of several places of the needle". The issue occurred during diagnostic type endobronchial ultrasound (ebus) procedure, which was completed using another ebus needle. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d4-lot #, d10. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the pebax appeared is scratched, foreign materials inside sheath tubing a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pebax appeared is scratched and leaking in the scratched areas and the most probable cause is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.